Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece had three screws broken however they were still inside the case, and the inner case was loose. No additional clinical information was received prior to this report.